Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken bipolar yaw pulley. The broken piece measures approximately 0.168" by 0.104¿ and was not returned with the instrument. This breakage caused the grip tip to dislodge from the conductor wire, which led to the reported inability to ¿work¿ or delivery energy. The known common cause of this failure is mishandling/misuse through the application of excessive force to the distal end of the instrument. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the long bipolar grasper instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the tip of the instrument broke off and fell inside the patient. The fragment was retrieved without patient harm, adverse outcome or injury. At this time, it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a long bipolar grasper instrument did not work. The customer installed a spare bipolar energy cable with no change. The customer then uninstalled the long bipolar grasper instrument and found plastic from the instrument to be broken. A fragment fell into the patient and was retrieved laparoscopically during the same procedure. A back-up instrument was used to complete the procedure. There was no report of patient harm, adverse outcome, or injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. It was installed on a universal side manipulator (usm) arm and was used for approximately 20-30 minutes with no noted instrument removal. The entire fragment was retrieved and a post-operative test was not required.